Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ablation procedure, the atrial lead was noted to be dislodged. The lead was repositioned. The patient was stable.